Event description:
The customer stated that vrtx error 0002 in task 40 was reoccurring on the axsym analyzer during quality control and pt runs of the amphetamine assay. The drugs of abuse (doa) disk version 8.0 was installed successfully that morning and the cutoff values were altered. The customer was instructed to cycle power, delete the amphetamine assay, reinstall it, and not alter the cutoff parameters. The prod correction letter was sent to the customer to explain this procedure. No impact to pt mgmt was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.